Event description:
Hold for irene: 6/28/13. Ng the rupture of a plate after 70 days bicondylar of a fracture between the upper third and the middle third of the radius and ulna of a toy poodle of (B)(6). The screws were inserted and locked position. No material was available as parts were send to the university of (B)(4) for investigation. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is a veterinary product. Device is similar to a device marketed for human use. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.